Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medical prescription (rx) verify for the patient got rejected. A technical support specialist checked medbank myqlink (mql) and noted that the system was down at the time. Remoted into the station and restarted the application service provider synchronization (asp) service, after which the synchronization in medbank myqlink (mql) returned to normal. Tss reviewed the rx verify logs and found that the most recent transaction had been rejected due to a one hour expiration. After confirming the local time with the user, the tss informed them that the rejected status would not appear on the user profile and advised them to submit a new rx verify request. The users submitted a new request successfully without any further issues. The system functioned as intended after the technical support specialist investigated the issues.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux user received an rxverify rejection for a patient for medication oxycodone 5 mg tablets. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.